Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch and a high impedance warning. The implantable pulse generator (ipg) also exhibited a setscrew problem. The ipg and ra lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.